Event description:
The pump was returned for service where a failure code 812:02 was found in the event history. The reported facility was contacted by the baxter sevice shop and stated that this pump was not involved in a patient incident this time or since last service by baxter.